Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2017 a patient died from heart failure and "syndrome de glissement". Early degeneration of the bioprosthesis was reported. No further information was provided.

Manufacturer narrative:
On (B)(6) 2017, the partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # dla21, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a dla21 mitroflow aortic pericardial heart valve at the time of manufacture and release. The manufacturer was unable to obtain any further information about this event. As the device was not received for analysis, no further investigation can be performed at this time, and the root cause of the event cannot be determined. However, based on the document review performed, no manufacturing deficits were identified. Updated: unable to follow up; not returned.